Manufacturer narrative:
This device was received. Investigation is not complete. This represents all the information known by the reporter upon query by hospira personnel.

Manufacturer narrative:
Testing and investigation found during visual inspection there was evidence of electrical sparking, charring and burning at the ac receptacle of the device. The customer did not return the ac power cord with the device for testing. No probable cause could be determined due to the damaged ac receptacle with charring and burned; therefore it could not be connected to ac power and the power cord not being returned. The customer' s complaint that the pump was in short circuited was confirmed.

Event description:
The cust contact reported the device short circuited. During testing at user facility, evidence of electrical sparking on the ac was noted. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.